Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a radio frequency failed alarm during normal use. Customer's blood glucose was 112 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a radio frequency failure alarm during the self test due to a faulty component on the radio frequency board. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.